Event description:
It was reported that during a da vinci-assisted adrenalectomy surgical procedure, the 8mm force bipolar instrument jaw was not in right side and failed to grip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that no fragments fell into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received 8mm force bipolar instrument to perform failure analysis. The instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 14.48 mm was broken off. The broken piece was returned with the instrument. No further abnormalities were found.